Event description:
Physician was using a coated guidewire during a surgical procedure when the wire broke inside of the pt leaving the green coating inside of the pt. The physician was able to retrieve the green coating and the guidewire.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned to assist in our investigation. Unfortunately, without the actual device in question and with the limited info provided, we were not able to determine with certainty if the difficulty experienced was the result of a procedurally related circumstance, human anatomy, or the device. Nevertheless, the appropriate individuals have been notified of this incident. This device is inspected 100% by our quality control dept for bends, kinks, adequate joint strength, and other surface imperfections prior to shipping. We will continue to monitor for similar situations. Additional info from the user facility report: (B)(6) 2007. Guidewire tscf-38-145-3. Guidewire.